Event description:
The pt underwent implantation of a synchromed pump and catheter in 1999 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The pt developed signs and symptoms of infection, including abdominal wound opening. The pt underwent explantation of the device in 2000. Csf cultures showed no growth. The pt rec'd three weeks of antibiotic therapy and pt's condition improved. No reimplantation is planned.